Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a decompression was also performed at the time of removal surgery fpr this patient. No patient complications were reported.

Event description:
It was reported that a patient underwent a procedure using a 12mm interspinous spacer for lumbar canal stenosis at l3/4. It was reported that the patient developed recurrence of pain seven days after the procedure. A revision surgery for the removal of the implant was performed 80 days post-op. According to the report, no malfunction or dislodgement of the device was suspected. No other patient complications were reported.